Event description:
Infusion pump alarmed "chamber b error #209." Puddle of IV fluid found on floor under infusion pump. Medication bottle empty- had been infusing since 1830 -previous shift- infusion pump appeared wet and tubing leaking. Pharmacy notified. Physician notified. Pt unharmed. Pump tubing appeared defective.